Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. The pt has also experienced pain, bleeding and dyspareunia. No add'l info was provided.

Manufacturer narrative:
(B)(4) - this medwatch report # 2210968-2013-26158 is being voided as it is a duplicate of medwatch report # 2210968-2013-05749. Please see medwatch report # 2210968-2013-05749 for all information regarding this event.

Manufacturer narrative:
(B)(4). Conclusion- no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.